Event description:
When the catheter was connected to the cable, the image displayed was poor. Troubleshooting was unsuccessful. The catheter was removed, and a new catheter was used. The new catheter had a clear image. No injury to the patient. This is the 8th of these devices reported this year to FDA.